Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's pacemaker visibly eroded through the device pocket. Upon further examination, it was noted that the pocket had developed an infection. The full system was explanted. The patient was stable.